Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the essenz console. The incident occurred in (B)(6). Through follow-up communication with the customer, livanova learned that the device shut off occurred when the customer pressed a button on quest pump (competitor) to warm the water to give hot shot cardioplegia. In detail, all power plugged into the box shut off. Furthermore, it was learned that the quest pump pulls up to 15 amp and the outlet box can only handle approximately 5 amp. The customer did not need to do anything with the essenz console. He was able to plug the quest pump into a different wall outlet and finish the case without further issues. Then, the customer biomededical engineer replaced the fuse on his own. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that an essenz console had a short circuit (device fuse tripped) due to electrical box running quest pump (competitor). The issue occurred during procedure. There was no patient injury.

Manufacturer narrative:
H11: following a further analysis completed based on all the information collected, it was concluded that essenz hlm machine behaved as intended activating protection function (fuse tripping) as per design, to avoid damages to the equipment. The tripping was due to an overcurrent issue caused by an external device (quest pump), without any patient/user impact. Therefore, since no malfunction occurred on hlm device and no patient/user injury occurred, the event has been re-assessed as not reportable.

Event description:
See initial report.